Event description:
It was reported that the customer did not complete the filling tubing step during the loading process. Resulting in the customer's blood glucose displaying "high," but the specific value was unknown. At the time of report the customer had not addressed their elevated bg; reportedly they "waited for pump to correct bg on its own". Tandem technical support educated the customer regarding the loading processing and steps needing to be completed. The customer completed the fill tubing step and resumed insulin delivery.